Event description:
It was reported a patient death occurred. During a left atrial appendage occlusion (laao) procedure, a versacross connect laac kit was selected for use. Transesophageal echocardiogram (tee) was being used for imaging and it was confirmed that there was no effusion was noted prior to procedure. The physician performed transseptal puncture (tsp) with no difficulty reported, once the patient started to decline. The physician then noticed the patient accumulated fluid in right lung cavity. There was a perforation into chest cavity, that have occurred in the left atrium while going transseptal. Hence, a surgery was called. The patient passed away. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the transseptal portion of the procedure contribute to the patient complication. The watchman device was not implanted. Act was therapeutic. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.